Manufacturer narrative:
(B)(4). . Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.